Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2017 due to unknown causes. No autopsy will be performed and the pump will not be explanted. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported patient outcome could not be conclusively determined. The left ventricular assist device was not returned for evaluation and no log files were available for evaluation. Death is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.